Event description:
A flexima catheter was used for therapeutic purposes. Two hrs after the procedure, a fracture was noted at the junction of the blue shaft. In addition, the device was leaking from the catheter site. There is no further info regarding this event.

Manufacturer narrative:
This device has not yet been rec'd by this MFR; consequently an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.